Manufacturer narrative:
The device was returned due to infection and patient deceased. The device was received with normal telemetry and normal output. Analysis performed did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The sterilization records were reviewed, and no evidence of abnormal sterilization was found. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Failure event observed during analysis. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Event description:
Related manufacturer reference number: 2017865-2025-1003355. Related manufacturer reference number: 2017865-2025-1003357. It was reported a patient presented with respiratory failure, sepsis, and an infected hematoma and passed. The system was explanted in a procedure on (B)(6) 2025. It was not stated whether the death was related to any abbott device or device related procedure.